Event description:
An 8f angio-seal evolution device was deployed in the right groin following a procedure where a 9f sheath was used. After returning to the room, the patient became hypotensive. The patient was returned to the lab, and an angiogram was performed. The angiogram revealed that the right common femoral artery demonstrated active focal extravasation from the mid common femoral artery. The extravasation extended superiorly into the extraperitoneal space. A covered stent was placed, but leakage still occurred. An angioplasty and thrombin injection angiogram demonstrated no further extravasation. The patient is recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that if bleeding or hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.